Event description:
It was reported that failure to capture, increased pacing impedance, and under-sensing were detected on the right ventricular (rv) lead. The suspected cause of the event is due to insulation damage, although it was not visually observed. The rv lead was explanted and replaced to resolve the event. The patient was stable.